Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 19-dec-2019 for "potential endoscope contamination" involving video bronchoscope, model eb-1570k, serial number (B)(4). Based on the following bacterial evidence provided to the pentax medical sales representative and pentax medical global chief clinical officer on 19-jan-2020, the bronchoscope will be sampled and cultured: achromobacter xylosoxidans, subspecies denitrificans. The video bronchoscope was received by pentax medical for evaluation on 26-dec-2019. The bronchoscope was inspected by pentax medical service on 06-jan-2020 and the following inspection findings were documented: insertion tube bump at stage 1, umbilical cable buckle at umbilical connector side, lightguide prong cover glass set loose, segment crushed, up/ down brake lever cracked, up/ down brake lever loose, pve electrical connector frame has severe corrosion, failed dry leak test, umbilical cable buckle at control body side, fluid invasion in pve connector, fluid invasion not observed in control body, operation channel- primary mild scratch inside, hole in # 1 remote control button cover, shield cover corroded, leak at side body cover, failed wet leak test. The bronchoscope underwent repairs including the following components: bending rubber, distal end assy with tube, insertion flexible tube w/segment, light guide cable, shield cover, pcb for ccd k3 pb-free/ntsc, remote control button (1) pb_free, biopsy inlet t-piece, friction lever assy, suction nipple, lg cable connector assy imp-1 ntsc, o-rings and seals, insertion/s-nipple attaching screw, o-ring (1.25x3.5), suction connection tube, o-ring (1.2x3.5). Pentax medical video bronchoscope, model eb-1570k, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 11-mar-2008. The video bronchoscope is currently awaiting repairs, organic sampling, and qc final approval as of 17-jan-2020.